Manufacturer narrative:
(B)(4). Additional information: concomitant medical products. Additional: it was reported performance breakage suture. Two used suture pieces were returned for analysis. During the visual inspection of the opened sample (in two suture piece), a end of the suture pieces were cut appears to be by the use of a surgical instrument could be observed and the other was busted. Also body fluids were noted and due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mj2901, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The suture broke during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported.